Event description:
It was reported the device is displaying an incorrect battery voltage when interrogated, 2.65 volts. The actual battery voltage from device data via save-to-disk shows the voltage is 2.95 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows on (B) (6) 2009 the battery voltage measured with telemetry was 2.65v and the daily device measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.